Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after dropping the pump, the customer had been experiencing intermittent high blood glucose (bg) levels. No alarms or malfunctions had occurred. The customer declined to provide further information regarding the high bg and declined tandem technical support's offer to troubleshoot.